Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during atrial lead implant procedure, after connecting the lead, the physician was unable to make enough slack when housing the lead; therefore, several attempts were made. However, it did not work even after making sufficient slack in the beginning, securing the sleeve firmly, or applying the torque. The physician searched for the cause and identified that the tension (of pushing the lead into) the pocket for housing was causing the lead slack to be tight. Eventually, the physician made an excessive slack and completed the procedure. Although no problem was found during the one week follow up check, dislodgment of the lead was confirmed later during a subsequent follow up visit. During the atrial lead revision procedure, physician indicated no measures were available. A new puncture was made, and the atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.